Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delaying in responding to presses when the customer attempted to deliver a bolus. During troubleshooting with tandem technical support (cts), the customer was able to advance to the next screen and complete the bolus. Cts advised the customer that there may have been a possible delay and high priority tasks are given preference over smaller priority tasks, which leads to delays sometimes. The customer acknowledged. There was no information provided regarding the customer's blood glucose level.